Event description:
It was reported that a smiths medical pump keeps re-setting the end time / possible bad board. No adverse patient effects were reported.

Event description:
Investigation completed and summary in h 10. Additional information in h 6.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of keep resetting the end time and questioning a possible bad board was verified. The event log revealed " 1/1/2005 12:00:07 am medium alarm displayed: pump settings and patient data lost? During testing, event was duplicated. Pump was found to be displaying "pump settings and patient data lost" alarm message on power up during the investigation. Last error code 46228 is found in the "device information" folder. Recommend a microprocessor unit board to be replaced. Micro pressor board was replaced. Device passed all functional testing.